Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material inside the air/water nozzle and on the plastic distal end cover. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e315 error message was corrosion on the scope connector due to an electrical component failure. The most likely cause of the foreign material in the scope was unable to be determined. The foreign material in the scope can be detected/prevented by following the instructions for use which state: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 complete initial reporter establishment name: (B)(6).

Event description:
It was reported that the colonovideoscope had an e315 error code (incompatible scope). The issue was found during maintenance. There were no reports of patient involvement.